Manufacturer narrative:
Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on march 16, 2018 to the appropriate representatives. Any device identification(s) and control number(s) used (ref; lot); revision report. Other reports (stickers) all available intraoperative pictures. Patient dob, weight, height, bmi and all relevant history. Were there any contributing conditions related to the implant fracture? (Ex: trauma, accident, etc.). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that patient was implanted with an unknown ncb trauma plate on the right side. Patient underwent subsequently a revision surgery due to device fracture.

Manufacturer narrative:
Medical device: ncb cable button for ncb, catalog no# 47223206001 ; lot no# 16329911, cable cerclage cable with crimp, catalog no# 00223200418 ; lot no# 63597295, cable cerclage cable with crimp, catalog no# 00223200418 ; lot no# 63632706, ncb, cable button for ncb, catalog no# 47223206001 ; lot no# 4501570088, ncb periprosthetic femur plate, catalog no# 0202264018 ; lot no# 2902559. Therapy date : (B)(6) 2017. Additional information was received on april 12, 2018. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical device: ncb cable button for ncb, catalog no# 47223206001 ; lot no# 16329911, cable cerclage cable with crimp, catalog no# 00223200418 ; lot no# 63597295, cable cerclage cable with crimp, catalog no# 00223200418 ; lot no# 63632706, ncb, cable button for ncb, catalog no# 47223206001 ; lot no# 4501570088, ncb periprosthetic femur plate, catalog no# 0202264018 ; lot no# 2902559. Therapy date : (B)(6) 2017. Additional information was received on april 12, 2018. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: plate breakage reviewof event description: patient was implanted with ncb plate on august 10, 2017 and underwent a revision surgery on (B)(6) 2017 due to implant fracture. Review of received data: x-rays: (B)(6) 2017: pelvis, lower extremities in ap-projection: the image quality is very poor, possibly paper copy of an x-ray image. The image is cut off at the level of the proximal femoral stem above the lesser trochanter, distally recognizable to the level of the supracondylar region above the knee joint. Visible broken ostosynthesis plate attached to the lateral thigh below an inserted hip stem. The distal half of the broken plate is medially dislocated about 32 degrees, corresponding dislocation of the fractured femur. The plate is fixed with screws in the area of the prosthetic stem and distally supracondylar. Another screw is recognizable approximately three plate holes below the plate breakage. Recognizable, probably intact cerclage just above and about five plate holes below the plate breakage. Due to the poor image quality, the exact course of the bone fracture and the fixation quality of the prosthesis stem cannot be assessed. (B)(6) 2017: right hip with femur in indicated lauenstein projection: cementless total hip endoprosthesis without indication of loosening. Fixated osteosynthesis plate recognizable laterally on the femur, fixed with screws at the level of the prosthetic stem, additional cerclage attached to the plate and femur at the level of the most proximal plate hole, here without screw fixation. Below the tip of the prosthesis, a recognizable fracture situation of the femur with fracture line below the tip of the stem. In this area no screw fixation of the plate. No conspicuous bony structural changes recognizable in the area of the skeleton parts shown. (B)(6) 2017: right hip with femur in ap-/ indicated lauenstein projection, right femur in ap projection, right femur and knee in ap- and lateral projection: status after implanting an ncb plate to the thigh laterally with cementless stem of hip prosthesis. In about the middle of the femur recognizable multifragmentary fracture zone. In the indicated lauenstein projection, reaching from the medial side possible fracture line reaching to the tip of the prosthesis stem. Below the tip of the stem, larger fracture zone recognizable with slightly dislocated bony bending wedge. No conspicuous bony structural changes recognizable in the area of the skeleton parts shown. Surgical reports: (B)(6) 2003: surgical report dr. Messerschmidt (201804091449, page 9-10): diagnosis / indication: implantation of a total hip endoprosthesis in hip dysplasia and obesity (biocontact s plasmapore, plasmacup, pe-inlay, biolox-head). Inconspicuously described surgical course, under image intensifier control anatomical seat of the implanted total endoprosthesis. (B)(6) 2017: surgery protocol (201804091449, page 11-13): surgeon dr. Messerschmidt. Femoral stem fracture, soft tissue damage grade iii with closed fracture, existing total hip endoprosthesis on the right. Open reduction of a multi-fragment fracture in the shaft area with an angular 18-hole ncb plate distal femur right 355 mm, cabel-cerclage. Transillumination with image intensifier. (B)(6) 2017: inpatient treatment report, capio elbe-jeetzel-klinik, dannenberg: secondary diagnoses: hypertension, urinary tract infection. Anamneses: presentation by ambulance in the emergency room after stumbling over the carpet and falling to the right hip. Epicrise: indication for osteosynthesis in a multi-fragment periprosthetic femur fracture on the right after implantation of a cementless total hip endoprosthesis on the right. Execution of the procedure on (B)(6) 2017. Postoperative course from a surgical point of view without complications. Transfer to geriatric rehabilitation on (B)(6) 2017, continue mobilization at full load. (B)(6) 2017: radiographic findings report, hip / thigh / knee right: nbc-plate breakage, and pseudarthrosis. (B)(6) 2017: surgery report dr. Messerschmidt (201804091449, page 7-8): indication: formation of nonunion (pseudarthrosis) after treatment of a periprosthetic fracture, multi-fragmentary and spiral fracture after total hip endoprosthesis on the right. The ncb plate is broken in situation after vancouver c-fracture periprosthetic multi-fragmentary. Therapy: open reposition in the stem area of the femur due to the angularly stable plate. Partial resection of diseased bone tissue. Removal of cancellous bone on the pelvis, transplantation of cancellous bone, autogenous, femoral stem. Open reduction of a multi-fragment stem fracture on the right and re-osteosynthesis with 18-hole angle-stable plate and proximal cerclage over the plate due to the formation of a pseudarthrosis following the provision of a periprosthetic fracture. Diagnosis: nonunion after treatment of a multi-fragmentary periprosthetic fracture and spiral fracture after total hip endoprosthesis on the right. Intraoperatively: the broken ncb plate can be completely removed with all cerclages and will be handed to the patient after surgery if desired. After resection of the nonunion introducing an autogenous bone graft. Good and safe insertion of a new fixed-angle ncb-plate. (B)(6) ,2017: inpatient treatment report, capio elbe-jeetzel-klinik, dannenberg (201804091449, page 1-3): secondary diagnoses: hypertension, obesity, history of ovarian cancer, known suspicious pulmonary lesions anamnesis: female patient, born (B)(6) 1934. Patient wanted to go down a few steps on (B)(6) 2017. Before entering the first stage she heard a loud crack in the right thigh, then acute pain in the right thigh occurred. X-ray diagnostics showed a breakage of the plate and pseudarthrosis in the femoral stem area. Surgical treatment on (B)(6) 2017. Devices analysis: - visual examination: the broken plate, 8 cancellous screws, 5 ncb screws, 2 blind screw inserts, 2 cable buttons and 13 locking caps were returned for investigation. The fracture of the plate is located through the middle bore hole of a diagonal three hole pattern. The visual examination of the fracture surfaces shows beach lines. These lines depict the fatigue character of the fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. The plate shows also several scratches on the outer surface. The ncb screws show also some damages on the thread. Additionally, next to the fracture, structured marks and polishing are visible on the non-bone-facing side which presumably could have derived from contact with the cerclage wire which was used for fracture fixation. Review of product documentation: - the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. - in the surgical technique it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. ¿insert the bone spacers into ncb screw holes before plate insertion¿. Root cause analysis: root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting => possible, the cerclage wire and the plate were in direct contact which could have lead a movement of the plate. - breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device) => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical / galvanic / crevice corrosion of material => not possible -> no corrosion found during the investigation. - breakage of implant due to implant will be implanted against contraindication => not possible -> no evidence for contraindications. - breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, no spacer was placed. - breakage of the implant due to wrong interpretation of x-ray template for dimensions => not possible -> no issue found with dimensions. - breakage of implant due to user define incorrect placement of the spacers and plate => possible, not using spacers might have led to high bending stresses where the plate was in direct contact with the cerclage wire. - breakage of implant due to user perform improper handling of the plate during insertion => possible, no bone spacers were used. The cerclage wire was in direct contact with the plate. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, it is possible that wrong or incomplete information was given to the patient which he had to follow after the surgery. - breakage of implant due to patient do not follow the postoperative protocol => possible, unknown if the patient did follow the given restrictions. He plate breakage occurred when the patient wanted to go a few steps down in the stairs. Conclusion summary: it was reported that the patient was implanted with ncb pp plate on (B)(6) 2017 and underwent a revision surgery on (B)(6) 2017 due to implant fracture. The plate breakage occurred when the patient wanted to go a few steps down in the stairs. She heard a loud crack. The x-rays in the hospital showed a breakage of the plate and a ¿malunion¿ of the femoral bone fracture (pseudoarthrosis). The plate was in vivo for 2 months. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the ncb pp plate shows an indication for a fatigue fracture. On the backside of the plate there are polished areas and structured marks visible where the cerclage wire was placed. The surgical reports and the x-rays do not describe the use of bone spacers. In the surgical technique it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. ¿insert the bone spacers into ncb screw holes before plate insertion¿. Not using spacers might have led to high bending stresses where the plate was in direct contact with the cerclage wire (lever arm situation). However, an exact root cause for the breakage of the ncb pp plate could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp(B)(4).